Event description:
The complainant reported that during impella cp support, a crack was observed in the filter of the purge system. An increase in purge flow was noted; however, no alarms were reported at the time of the observation. At the time of this report, the patient remains on impella support. No signs or symptoms of patient injury or patient harm have been reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information b2, b5, d6b, h1 were updated. H6 code f02 was added and f26 should be removed per additional information.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 64-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient's clinical state prior to initiation of support was identified as scai shock stage e. During support, the nurse noticed a crack in the filter and an increase in purge flow, but no alarms were triggered. Subsequently, care was withdrawn and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as they presented in scai shock stage e.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the crack in the purge filter/ purge pressure low could not be determined as limited clinical details were provided and no product/images were returned for investigation.